Manufacturer narrative:
Pentax medical performed multiple good faith effort (gfe) attempts through pai to gather additional information regarding this event. It was reported that a representative from pentax medical canada was in contact with the customer. However, no responses have been received at this time. Additional information regarding the procedure, patient status, use of alternative devices, product disposition, and device location is currently being requested. However, responses have not yet been obtained. Although detailed information regarding the reported event could not be obtained, this report is being submitted in accordance with FDA reporting requirements. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 05-may-2026, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in canada within the pai region. During an endoscopic procedure, the endoscopic image was lost. There was no patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.